Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she has had three infusion sets that had detached at the quick release. This occurred while she took a shower or when she was about to. Due to this, her blood glucose level was over 500 mg/dl. The site location was patient's stomach and the pump was worn on the same side as that of the transmitter. She was not sure of the length of time the infusion had been in use. The infusions were stored at room temperature. The patient was unsure if there was stress or pull on the tubing with respect to the first set. The last one may have had some stress. The pump was not dropped with the set connected to her body. No further information available.